Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had an MRI last week and was told by someone that it was contradictory for them to have had the MRI done. Patient said they were told by the medical provider that the MRI was safe, but they were then told it was not. Patient mentioned they had not put their device into MRI mode in years because the device never worked for them. Patient also said it was painful in the area where the implant was and it felt like fat globules were growing around it and it was very painful and sometimes they couldn't even lay on that side. Patient went to a neurologist over a year ago and the neurologist said it would be more harmful to take the implant and leads out than to leave it in. The MRI lasted over a half hour and patient said their heart felt like it was going to jump out of their chest during the whole procedure. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.